Event description:
It was reported that the touchscreen was cracked, impacting the pump visibility. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.